Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level. However, the exact value was not provided. The customer stated elevated bg levels was due to eating a "butterfinger" candy bar and declined to provided further information.